Manufacturer narrative:
It was reported that surgeon had trouble with a flexion/extension gap, and switched to an off the shelf ps system. Surgeon indicated that a ps system should have been ordered.

Event description:
It was reported that surgeon had trouble with a flexion/extension gap, and switched to an off the shelf ps system. Surgeon indicated that a ps system should have been ordered.